Event description:
It was reported the patient was seen in the doctor's office for a regular ICD follow-up appointment. The rv (right ventricular) pacing lead impedance was noted to have been steadily decreasing for the past 1-1/2 years. The current lead impedance was less than 200 ohms, with past history showing the lead to be at approximately 416 ohms. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.